Event description:
It was reported that the leads had migrated. The one to the right of the mid-line had moved down and laterally by 1 vertebral body. The left lead had pulled back out of the epidural space. The patient was not exactly sure when this happened, but thought approximately 6 months ago for the lead migration. The paresthesia coverage changed, stimulation was in the wrong location, and he began to get painful paresthesia in his right ribs and lost the coverage to his legs and back. Once the paresthesia coverage changed, he stopped using the stimulator. The coverage was inadequate and there was less than 50% therapy relief, so the patient had an x-ray today, which confirmed the lead migration. Impedance testing and reprogramming was also performed. The office was requesting authorization for lead revision; however nothing was planned until after (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).